Manufacturer narrative:
The electrode belt sn (B)(4) has not been recovered. The device flag data from the last download ( (B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 11/23/2010, belt 07/01/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 10:26:36 on (B)(6) 2021. The patient was in an idioventricular rhythm at 90 bpm at 02:29:51. The patient's rhythm transitioned to vt from 130 to 150 bpm. The lifevest properly detected the vt arrhythmia, but response button use during the detection sequence, prior to treatment delivery and the rate of the vt varying at or below the physician-prescribed threshold of 150 bpm prevented the lifevest from delivering a treatment. It was not reported who was pressing the response buttons. The patient's rhythm then slowed to an idioventricular rhythm at 70 bpm, which slowed to 40 bpm with CPR/motion artifact at 02:52:17. The patient's rhythm then degraded to asystole at 02:54:50. The patient was in asystole with CPR/motion artifact and electrode lead fall off until the electrode belt disconnection at 02:57:29.